Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-may-03. It was reported that on (B)(6) 2018 the pump replaced and moved to left side. On (B)(6) 2018, the patient was seen in clinic, and there was no further fluid collection noted around the back incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2018-may-04. It was reported that the clinicians stated the patient issues were unrelated to the devices.

Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 319.9 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient went into the rehab clinic on (B)(6) 2017 and it was noted that the patient had a questionable seroma over her spinal incision site the size of an egg. The patient was seen that same day by the neurosurgery department and was sent home with an abdominal binder with instructions to wear this. The patient then went back for a pump refill on (B)(6) 2017, and the questionable seroma had grown to the size of a softball. Surgery had not occurred [yet], but the patient was seen by neurosurgery and was scheduled for surgery on (B)(6) 2017. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no [additional] diagnostics/troubleshooting performed. There were no [additional] interventions/actions that were taken to resolve the issue. The issue was not resolved. However, it was noted the patient¿s status was alive ¿ no injury. The patient¿s medical history included left sided hemiplegia secondary to viral myocarditis. Other medications the patient was taking included gabapentin, trazodone, zoloft, mucinex, pseudophedrine, ibuprofen, lidocaine patch, and baby aspirin. It was unknown when the event occurred. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-26, additional information was received from a healthcare professional (hcp) via a product surveillance registry (psr). Additional information reported the pump had been replaced on (B)(6)2017. On (B)(6)2017, an examination occurred and fluid col lection was noted at the base of the incision for the placement of the catheter (3 inches in size). Pseudomeningocele was noted under the baclofen pump back incision at this clinic visit. On (B)(6)2017, the patient was seen in the clinic and the size increased of the fluid collection at base of back incision (4-5 inches in length and 3 inches wide). The patient reported it was painful and the pain increased in intensity as it had increased in size. There was no change in tone control noted related to pseudomeningocele. On (B)(6)2017, surgical intervention occurred. The lumbar incision was revised: drainage of fluid, re-stitching and fibrin glue to anchoring device, purse-string sutures around catheter point into paraspinal muscles and fibrin glue in capsule. The event resulted in in-patient hospitalization. The relationship of the event to the device/therapy was unlikely related. The relationship of the event to the implant procedure was related. The event was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated on 2017-dec-04 the patient reported the fluid accumulation around the back incision had resolved. The patient reported there was some fluid accumulation around the pump, and the patient was wearing an abdominal binder. The patient reported no negative effects from fluid collections. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780,serial# (B)(4), implanted: (B)(6) 2017. Product type catheter. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a pump replacement done on (B)(6) 2017. The patient developed pseudomeningocele underneath the back incision. Repairment of the pseudomeningocele was done on (B)(6) 2017 and the pseudomenigocele improved after repair. On (B)(6) 2018. The patient presented to emergency department with wound dehiscence on abdominal wound with hardware exposure. Laboratory testing was performed and revealed anaerobic grab positive cocci which indicated a pump pocket infection. It was indicated the event was possibly related to the device or therapy and related to the implant procedure. The pump was removed and not replaced on (B)(6) 2018. The device diagnosis was unknown. The event resulted in in-patient hospitalization or prolonged hospitalization. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter UDI:(B)(4) ubd: 2018-11-17 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2018-apr-06. It was reported that the patient continued to have issues with persistent swelling at the lumbar incision site, and developed an infection. The pump and catheter were removed on (B)(6) 2018.